Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015, where the patient's ipg was explanted and replaced with a new model. It was noted the patient was satisfied postoperative.

Event description:
It was reported the patient is unable to establish communication between his ipg and external devices, a replacement le charging system was sent to the patient, but did not resolve the issue. The patient also reported his programmer reflected a communication error. The patient is without stimulation. Follow-up information revealed the sjm representative met with the patient and confirmed the issue. The sjm representative also stated the patient's ipg was tilted. Surgical intervention may be pending as the next course of action.

Manufacturer narrative:
Results: the complaint for no communication was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.